Event description:
Status post bilateral subglandular h/s bilumens for augmentation. Post-op left hematoma requiring drainage. Found saline leak bilaterally. Left encapsulation, increased firmness. Left greater than right, pain left greater than right. Positive am stiffness, right decreased in size. Myalgias, paresthesias, spasms, swelling, fatigue, sleep disturbance, upper respiratory infections, hot flashes, night sweats, headaches, visual dizziness, memory loss, sicca, rashes, sensitivity to sun/cold and chemicals, sob, palpitations, choking sensation and gi/gu/menstrual disturbance. Otherwise healthy.